Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensors were cracked. The flow sensors were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/25/18 phone call, 9/26/18 phone call, 9/27/18 phone call.

Event description:
The hospital reported that, during a case, the unit had a leak failure that affected ventilation. There was no reported patient injury.